Event description:
The clinic reported that a laser vision correction patient presented with epithelial microcysts in the right eye two weeks post treatment. Epithelial debridement was performed, during which flap microstriae were observed. A flap lift and rinse was then performed. Topical steroid dosage was increased. The patient complained about experiencing blurriness. There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted placeholder.